Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) revision surgery due to atrophy and wear of the system over time. The existing ipp system and components were explanted and replaced. There were no additional patient complications reported.